Event description:
It was reported that the user experienced a low blood glucose of 55 mg/dl while using the ilet, with recent morning weightlifting and bike riding and occasional midday exercise identified as potential contributors, and no device alerts or alarms reported. Symptoms included no reported clinical symptoms. Outcomes included resolution after oral glucose administration and self-management at home without medical intervention. Investigation included troubleshooting and education, including advising confirmation of low readings with a fingerstick to assess for possible sensor discrepancy. Investigation of this case revealed no device malfunction reported and no alerts, with exercise recognized as a plausible precipitating factor and a sensor issue not ruled out pending capillary confirmation. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.